Manufacturer narrative:
(B)(4). Method: the complaint neopuff fascia and valve system was received at fisher & paykel healthcare and was visually inspected. Results: visual inspection of the returned components revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Replacement parts were sent to the hospital in order for the neopuff to be repaired and put back into service.

Event description:
A hospital in (B)(6) reported that a neopuff infant resuscitator gas port was broken. No patient consequence was reported.